Event description:
It was reported that the customer administered too large of a bolus for a meal. The customer's blood glucose (bg) level subsequently decreased to 46 mg/dl. The customer did not provide how they addressed the low bg level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.